Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the onset date of symptoms from the index surgical procedure? Please provide additional information regarding the medical intervention provided by ¿disinfection was given¿, i.e., was an eye drop or an oral antibiotic medication given? Product code? Reported lot kk5c63m is not valid; please clarify lot number involved other relevant patient history/concomitant medications what is the physician¿s opinion as the etiology of or contributing factors to this event? What is the patient¿s current status? All answers are unobtainable.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the onset date of symptoms from the index surgical procedure? Please provide additional information regarding the medical intervention provided by ¿disinfection was given¿, i.e., was an eye drop or an oral antibiotic medication given? Product code? Reported lot kk5c63m is not valid; please clarify lot number involved. Other relevant patient history/concomitant medications. What is the physician¿s opinion as the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a pterygium procedure on (B)(6) 2019 and suture was used. The patient experienced poor wound healing and wound secretion after sewing. Disinfection was given to the patient. Then the patient's condition changed better. Additional information has been requested.